Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the atrial pacing capture threshold was elevated and there was a p-wave amplitude measurement issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported about three weeks after implant that the patient's right atrial (ra) lead had a micro-dislodgement as evidenced by high pacing thresholds with no capture, oversensing far field r-waves, and confirmed by x-ray. The patient also reported chest pain. The lead function was programmed off and a revision was planned. About one month subsequent the ra lead was explanted and replaced. Prior to the procedure, it was reported that the patient had pocket stimulation and was undersensing atrial waves. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed. The analyst commented that visual summary analysis of the lead indicated damage at implant.